Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing difficulties were encountered and then stent damage occurred. The target lesion, located in the left anterior descending artery (lad), was predilated with an unk size maverick balloon. A taxus express2 2.75 x 32 mm drug eluting stent was advanced but the physician was having difficulty crossing the lesion. Whiel removing the device the guide wire caused damage to one of the stent struts. An unk stent was used to complete the procedure. There were no pt complications.